Event description:
Customer reported device = 497 mg/dl. Customer was taken to the hospital. Hospital device = 97 mg/dl. No treatment received. No controls used. Strips are stored outside of vial, which is not recommended. A request was made for return product and replacement product was sent.